Event description:
The pt's husband reported the pt experienced elevated blood glucose of 400 mg/dl. He stated the piston rod of the infusion device became blocked and no error was displayed. The pt bolused through the infusion device and injected insulin via pen to lower blood glucose. The pt's normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.